Event description:
During a follow up call it was reported that the customer had been experiencing high blood glucose levels of 300 mg/dl, 400 mg/dl, and 500 mg/dl. The insulin pump kept alarming calibrations error and check blood glucose. The day of the phone call the customer's blood glucose was 278 mg/dl. While on the phone the customer realized that their sensors were expired and the customer attributed the abovementioned problems to the expired products. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).